Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site us0604 10003 - (r1007912801). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 22mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 3.2mm and left coronary cusp (lcc) was 3.8mm. A left bundle branch block (lbbb) was noted after pre-bav, after valve deployment, and at the end of the procedure. While recovering, the patient experienced chest tightness and palpitations described as fluttering sensation. Phenylephrine IV drips were administered and adverse effects were resolved when the hypotension improved. The discharge EKG showed sinus rhythm with first degree heart block and lbbb. No treatment was required. The patient was discharged on (B)(6) 2026.